Event description:
In 2007, at approximately 2am, the pt reported receiving occlusion (e4) errors while attempting to bolus. He stated that his blood glucose was elevated to 256 mg/dl, and he felt very irritable and grumpy. His normal blood glucose range is 75-125 mg/dl. To troubleshoot, the pt was instructed to review his bolus history. He stated that he only received 4 units of insulin of the 6 unit bolus he programmed to lower his blood glucose. The pt was advised to bolus the missed 2 units of insulin. He was able to complete the bolus without error. The pt was advised to change his infusion site if he received another occlusion error. Upon follow up in 2007, at approximately 8:30pm, the pt reported that his blood glucose measured 83 mg/dl at lunch time, and then it elevated to 344 mg/dl. He bolused 11 units of insulin and his blood glucose decreased to 220 mg/dl. At the time of the report the pt's blood glucose measured 324 mg/dl. The pt stated his infusion site had been in use for 3 days. He stated he would inject insulin via syringe, and he was advised to change the infusion site. Upon further follow up, the pt stated his blood glucose lowered to 115 mg/dl. He stated that his blood glucose issues may have been caused by what he had eaten or the infusion site. The pt did not require medical assistance from healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.